Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
During routine testing of the device at the service ctr, the service tech reported the arterial blood parameter measurement probe failed the standard reference sensor test. No other details regarding the nature of this event were provided. Since the event occurred during routine testing, there was no pt involvement during this event.